Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient¿s implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing. Atrial sensitivity was adjusted; however, this resulted in p-wave under-sensing. Further programming changes were discussed but no additional changes or interventions were performed. There were no patient consequences.